Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy did not seem like it was as effective and it felt different on the right side. The patient stated that she had a return of target urinary urgency/frequency symptoms and was having pain down the right leg from the knee up. The patient mentioned that she didn't feel it on the right side and the issues had worsened recently. The patient noted that she met with a nurse practitioner at the health care professional's office and they lowered the amplitude setting down to "one". The patient confirmed that she had not made other changes. Troubleshooting attempts were made and the patient programmer showed stimulation was on and set to p1 at 1.1v. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information provided by the patient indicated that they felt like the device was no longer working. They had an appointment with their hcp the week prior to the report. They stated they didn't feel like it was strong enough because they were having more pain, while they didn't have that when they were on the trial. There were no further symptoms or complications reported or anticipated.

Event description:
Additional information was received from the patient. They reported they have had three interstim devices implanted and all failed!

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.